Event description:
The pt was revised, due to the insert was fractured on the right lateral side.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event, based on the info provided. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be rec'd, the investigation can be reopened.